Event description:
A us distributor returned a monitor had bent guide pins.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (bent pins) was due to the monitor's electrode belt connector guide pin being bent from the monitor enclosure causing it to be difficult to plug in. The monitor did not pass detect and treat testing. The root cause for the bent pins was excessive force. There was no adverse event that resulted from the damaged monitor.